Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio st on (B)(6) 2015 and ventralex st patch on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.addendum per additional information provided:(B)(6) 2015- patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of ventrio st mesh (device 1). Per op notes, ¿the hernia sac with omentum was identified in umbilical region and was dissected. A ventrio st mesh (device 1) was placed into the abdominal cavity and tacked¿. (B)(6) 2016- patient was diagnosed with incisional hernia, thereby underwent open repair with implant of ventralex st mesh (device 2). Per op notes, ¿hernia was identified in the abdominal region and was dissected. There was omentum stuck to the old mesh (device 1) and was reduced. A ventralex st mesh (device 2) was placed into the abdominal cavity and the superior portion of this mesh (device 2) was sutured with the ventrio st mesh (device 1)¿. (B)(6) 2019- patient was diagnosed with colovaginal fistula, thereby underwent laparoscopic repair converted to open repair with explant of ventrio st mesh (device 1) and ventralex st mesh (device 2). Per op notes, ¿recurrent hernia identified through midline incision around umbilicus. Both ventrio st mesh (device 1) and ventralex st mesh (device 2) were explanted. No evidence of adhesions.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum:this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2014) is considered to be a best estimate. Updated fields: a2,b3,b4,b5,b7,d3,d4 (product catalog no., UDI no, expiry date, corporate lot no.), d.6b (date of explant),g3,g6,h2,h4,h6, h10.this supplemental emdr represents the ventrio st mesh (device 1). An additional supplemental emdr was submitted to represent the ventralex st mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio st (device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #2). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio st on (B)(6) 2015 and ventralex st patch on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.